Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had automated mode switch episodes due to far-field r-wave oversensing in the atrium. The device was explanted and replaced due to normal eri. The patient was stable with no consequences.